Event description:
The lay user / pt contacted lfs on (B) (6), 2010, alleging that her meter would not power on. The pt had disposed the meter; therefore, it is unk which lfs meter she had been using. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that the meter would not power on. The issue first started approximately 2 months ago. Due to the meter not powering on the pt took an increase dosage of insulin. At an unspecified time later, the pt fell in a coma. The pt was taken to the hospital and was treated by a medical professional. It was unk what the pt was treated with. At an unspecified time and date, the pt was tested on another device and obtained results of 135-140 mg/dl. On (B) (6), 2010, the pt had obtained a result of 435 mg/dl on another device. No further clinical info was provided. It would have been helpful to know whether the pt continued to take her insulin on a regular basis, date and time when the pt fell in a coma, how soon the pt regained consciousness, readings in the hospital, diagnosis in the hospital and whose meter the pt obtained the results of 135-140 and then 435 mg/dl. It would have also been helpful to know why the pt increased her insulin, when they were unable to obtain a reading on their meter. Customer care advocate (cca) was unable to troubleshoot the meter since the pt disposed the meter. Cca sent the pt a replacement meter. The complaint is being reported since the pt alleged that due to the meter not powering on and being unable to test, she fell in a coma and had to seek medical attention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.